Event description:
It was reported that the device was ripped and bubbled dso seal. Potential fluid ingress underneath the screen at the top right corner as well. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name- corrected. The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected and a delaminated downstream occlusion seal with fluid ingression was noted. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was due to the downstream occlusion seal. As a result, the downstream/upstream occlusion seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.